Manufacturer narrative:
H3: product ID 97755 serial#(B)(6). Was analyzed and found the seam separation at the donut end was splitting open. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable neurostimulator (ins). The indication for use was non-malignant pain. It was reported that for about the past 6 months now "this thing is not charging right." The patient reported they noticed an increase in charge duration. The patient stated it was taking about 4 hours to charge the ins from 20 or 30% to full. The patient stated they often had to stop and recharge the controller before they can charge the implant all the way to full; the patient stated ins will be around 80% when they have to recharge the controller. The patient mentioned they are always able to get excellent charge quality and reported no visible damage to the recharger. The manufacturer's patient services specialist (pss) asked the patient if there had been any error messages and the patient stated no. The patient stated their recharger paddle has always gotten a little warm while charging ins, but never hot. The patient also mentioned they have had the device for almost 10 years and didn't have any problems, but now all of a sudden it's been giving them grief and been a pain in their butt and they are getting frustrated. The patient reported that today they were attempting to charge their ins and the controller was showing excellent and then went completely dead and displayed software problem with the following details: 1 intellis, 2 3.0, 3 243, 4 qf_port. Pss walked the patient through resetting the controller and the patient confirmed the message was cleared and controller showed 100% (and then 90%) and ins showed 30%. A replacement recharger was sent out. No patient symptoms were reported.